Event description:
It was reported that a contaminated device was observed. A 6f mach1 fl3.5 was opened for treatment. During unpacking, the sterile packaging of the catheter was already open. The sterility of the device was compromised. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Returned product consisted of a 6f mach 1 guide catheter. The packaging was not returned for analysis. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed numerous kinks in the shaft. Inspection of the rest of the device found no other damage or defects. The reported sterility breach in the packaging could not be confirmed.

Manufacturer narrative:
Lot number: 60236699. (B)(4).

Event description:
It was reported that a contaminated device was observed. A 6f mach1 fl3.5 was opened for treatment. During unpacking, the sterile packaging of the catheter was already open. The sterility of the device was compromised. The procedure was completed with another of same device. No patient complications were reported.